Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention. Patient stated that his wires came loose and burned his skin last night. This caused him to be in pain. Patient once again mentioned that he thinks a wire pulled out the next day. The issue was not resolved at the time of this report. The patient was redirected to hcp with concerns. There were no further symptoms or complications reported or anticipate.